Event description:
The customer reported a ventilator was experiencing remote alarm system issues during pre-use set up. The device was evaluated by the customer who confirmed the reported issue. The device was not in clinical use at the time the issue was discovered. The problem was identified during pre-use set up. There was a small delay to therapy noted. There was no patient or user harm reported. The customer replaced the main board printed circuit board assembly (pcba) from a previously scrapped unit. The unit was tested for functionality and reported to have been repaired. No other anomalies were reported.